Event description:
During the insertion of a swan ganz catheter, it was noted that the inflation balloon was not acting appropriately. Prior to insertion the balloon was tested and it was fine. When catheter was removed to see what was wrong, it was noted that the balloon had popped.